Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient stated they haven't used the device in a long time because of the inconvenience. Patient said they have an appointment to have an MRI and they were told they would have to turn the device on to put it in MRI safe mode. Patient went to charge the controller and it wouldn't take a charge so they took the battery out and put in standard aa batteries but it still couldn't advance to find or charge the unit. Agent walked patient through removing the battery pack and plugging controller into the ac power cord; patient confirmed controller powers on. Patient inserted the battery and confirmed controller is 80% and implant is red/low. Patient then connected recharger and confirmed charging excellent. The troubleshooting steps that were taken on the call resolved the issue. Patient mentioned they have never gotten the implant to 100% and only in the upper 90s have they ever gotten it to that. Agent advised to charge the ins and then how to do MRI mode. Pt will call back if they have further questions. Agent attempted to gather information why it was not charged, but this was not answered. Pt states the device does not target the spot they need. Pt states he should just have the whole thing removed as its not doing what it should. Pt states the device causes more pain then it should and wondered about having a smaller unit put in.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.